Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pin4 of jp4 was burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a damaged/burnt power connector. It is unknown at this time whether there was any patient involvement associated with this complaint.